Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/9/2024, a sales representative reported via (B)(4) that an ar-8978p dx swivelock sl with a forked eyelet anchor had the fork tip break off, and the screws would not release from the metal tip of the mechanism. This was discovered during a procedure. Additional information has been requested. Additional information was received on 5/20/2024: this was discovered during a ucl hand procedure on (B)(6) 2024. All broken pieces were retrieved from the patient. There was no case delay. The case was completed by opening another anchor. It is unknown if the patient experienced adverse effects due to the issue.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.